Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 2/3 deployment, there was an under expansion of the valve. The valve was implanted at 5 mm depth and a post-implant balloon aortic valvuloplasty (bav) was performed due to paravalvular leak (pvl). Following the bav it was noted that the valve had migrated to the ascending aorta. A non-medtronic transcatheter valve was implanted. The initial valve was snared into the abdominal aorta. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.